Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provision of 21 cfr, part 803. The report may be based on the information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Product complaint #: (B)(4). Investigation summary: no device associated with this report was received for examination. Visual examination of the provided x-ray image confirmed the reported bone fracture. A worldwide lot specific complaint database search, or device history record (DHR) review, was not possible because the required lot number was not provided. Based on previous investigations, this complication of joint replacement is unlikely to have been the result of a device failing to meet required specifications. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Device history lot: null. Device history batch: null. Device history review: null. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4).

Event description:
"Literature article entitled, ¿histology of vancomycin-supplemented impacted bone allografts in revision total hip arthroplasty¿ by m. A. Buttaro, et al, published by the journal of bone and joint surgery (2005), vol. 87-b, pp. 1684-1687, was reviewed for MDR reportability. The authors report the first histological observations of vancomycin-supplemented impacted bone allografts in two reconstructions performed 14 and 20 months after revision surgery because of a periprosthetic fracture. The first case study is about competitor products and will not be included in this complaint. The second case study includes a (B)(6) man who received a depuy c-stem femoral implant in 2003 that sustained a displaced periprosthetic fracture femur fracture 14 months after acetabular and femoral reconstruction using the competitor product allograft. The periprosthetic fracture was sustained after a fall. Histological analysis of the bone contained some necrotic bone tissue due to the allograft used during the c-stem implantation that was gradually being replaced with viable new bone. There was no evidence of acute inflammation or wear debris. The necrotic bone is not included in this complaint because it is attributed to the competitor product bone allograft. Captured in this complaint: 1 c-stem femoral prosthesis "